Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient dislocated hip and was taken back to surgery to put back in place. When he dislocated a second time surgeon decided to take the patient to surgery to remove the neutral ceramic liner and replace with a more constrained +4, 10 degree. He removed the liner, cup and head. He replaced with a new cup, liner and head. Cup had to be removed due to an inability to remove the liner from the cup. Doi: (B)(6) 2017; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.